Event description:
Customer reported that she inserted a new sensor and received a sensor error; alert occurred after initialization. Because of the alert; customer decided to turn off the sensor feature and the low blood glucose se experienced could not be detected. Customer stated that the sensor is fully inserted in abdomen and there is no damage to the connection bridge or pins. Test plug procedure failed twice. Current blood glucose 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.